Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - ni. Device product code - ni. Manufacture date ¿ ni. There are warnings in the package insert that state that this type of event can occur. Under warnings, number 3 states, "a trained medical professional determines final implant type and size intraoperatively." Number 4 states, "orthosize software does not determine the final size and type of hardware to be implanted." Product location unknown.

Event description:
It was reported that femoral stem templates made by the software were smaller than expected and there have been reports of femoral subsidence post-operatively. The number of events are unknown and no revision procedures have been reported to date.